Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: a couple of hydrolift pieces arrived in a decontaminated condition. Some parts arrived in a detached/dismantled condition. One of the parts is labeled with sv005t. The sv007t which is mentioned in the complaint, is not enclosed. Investigation: a microscope and camera were used; we investigated the lower part of the hydrolift and the connection tube. The fracture surface of the tube exhibits the typical signs of mechanical overload/torque. The line of fracture is noted. The broken off rest of the tube is visible, which stuck in the lower part of the hydrolift. Batch history review: the manufacturing documents of this lot have been checked and found to be according to specifications valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most likely usage related. Rationale: the fracture surface shows the typical signs of a fracture caused by mechanical overload. The connector tube is mounted with a torque of 1,4nm during the assembly of the implant. Loss torque leads to leakage during distraction. According to the surgeon, the tube was dismantled and mounted again several times, most likely with too high torque.

Event description:
It was reported that there was an issue with the implant component intraoperatively. During a spinal procedure, an implant sv007t was corrected twice; in the last attempt, the connector piece, used during assembly, was broken. Most likely, item sv011t was implanted instead. There was a surgical delay of about 15 minutes, but no patient harm, and the procedure was completed successfully. Additional information was not provided. Associated medwatches: 9610612-2019-00347 , 9610612-2019-00346 (this report).